Manufacturer narrative:
The investigation into the hemolysis has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause. Based on clinical information provided, the cause of the hemolysis was not determined since neither product nor data logs were returned. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device will be returned to the manufacturer. When the investigation is complete, a supplemental report will be filed.

Event description:
A 68-year-old male has been treated for right heart failure. The patient has been transferred from another hospital with an iabp already in place. Va-ECMO has been placed. Unsuccessful attempt made to place a protek duo rvad. Difficult but successful impella rp placement. During first attempts of femoral insertion, it was not possible to advance the pump past the tricuspid valve. To facilitate pump insertion, a sternotomy has been performed and the heart has been manipulated. The impella pump worked as intended. After 30 minutes of support blood pressure in pulmonary artery increased and impella flows lowered. Pericardial effusion has been suspected. Pulmonary artery has been opened and a embolectomy has been performed. Impella position has been confirmed. Impella low flows have not been resolved. Hematuria and hemolysis has been noted. Since the attending physician considered it possible that the impella rp has been causing or contributing to the hemolysis and the patient has also been doing better hemodynamically, the impella rp has been removed. Va- ECMO has also been decannulated and patient has been sent back to the ICU. The patient has been stable afterwards.